Manufacturer narrative:
The field service engineer could not determine a cause. All adjustments, rinses, seals, and pinch tubing were checked. The system volume was checked, and the pre-wash was checked. Precision studies, calibration, and controls were performed with no errors. All precision results were within acceptable limits. Calibration and controls passed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin on a cobas 8000 e 602 module. The sample initially resulted with a ferritin value of 5.92 ng/ml, which was reported outside of the laboratory as 6 ng/ml. The result was questioned by the patient's healthcare provider, so it was repeated, resulting with a value of 811 ng/ml. The repeat value was believed to be correct and a corrected report was issued. The ferritin reagent lot number was 44979302, with an expiration date of 30-apr-2021.

Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6)-2020. Calibration signals were slightly lower than expected. Upon review of the alarm trace, abnormal sample aspiration and sample short alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.